Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation of the device, the user report was confirmed. There was no image on the display due to a faulty charged coupled device unit. Additionally, a shortage in the cable was noted, causing intermittent flickering in the image as well. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the olympus hd autoclavable camera head was not displaying an image during procedure preparation. According to the initial reporter, the procedure was completed using another camera and there was no impact on the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the charged coupled device unit malfunction resulted in image communication failure with processor. The malfunction of the charged coupled device unit may have been caused by uv deterioration of the sensor materials or from long-term use. Olympus will continue to monitor field performance for this device.